Event description:
Pt had very stenotic iliac vessels. Both iliac arteries wore pre-dilated before introduction of the zenith device, and bilateral pta's were performed. During the molding of the left iliac leg graft, under fluoroscopy, a visual movement of the stent during inflation of the balloon was observed. However, due to the contrast mixture, the balloon was barely visible. After inflation of the balloon, an extravasation of the vessel was detacted. The actual rupture of the right common iliac leg graft, to repair the vessel. The distal portion of the leg graft had to extend beyond the internal iliac artery, to cover the entire ruptured vessel. After the ipsilateral iliac leg graft was deployed, the final angiogram noted a successful exclusion of the aneurysm. Patent renals and right internal iliac artery was observed.